Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed error code b30 occurred. In addition, the insulation resistance in the insertion section and control section was out of specification, there was corrosion on the connector due to water leakage, scope identification information was lost, the image was foggy but could be cleared with air or water, and all of the switches did not work. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported an out of box failure. There was no image and error code b30 (scope communication error) occurred on the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to damage caused by corrosion or short-circuit occurred in an internal board. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.